Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported to baxter that the reservoir of an intermate xlv 250 device had ruptured while the device was being filled with normal saline. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.